Event description:
In this case the customer reported that at the end of a CT clinical procedure on a patient, they had moved the couch out of the gantry using the handle and tape switch and the couch went slowly down. The customer rebooted the system. After the reboot there was a problem with the common image reconstruction system (cirs). A philips field service engineer confirmed there was no harm to patient, operator, or bystander and no rescan of the patient. The fse inspected the couch and tested the vertical brake but was unable to reproduce the issue. The fse examined the log files but could not determine the cause of the vertical motion. Philips engineering examined the logs supplied by the fse and reported there was no occurrence of estop opening but could not determine the cause of the un-commanded downward motion.

Manufacturer narrative:
(B)(4). On 24-sep-2014, the customer, (B)(6) reported that during a patient clinical procedure, while attempting to dismount the patient by moving the patient support out of the gantry, the patient support slowly moved downwards. The patient support was then moved manually using tape switch located under the right couch handle. There was no harm/injury to the patient due to this event. Since the event occurred after the scan was completed, no rescan/reinjection was required. The customer rebooted the system. After the reboot, the customer observed issues with the common image reconstruction system (cirs). The customer contacted the philips help desk to inform them of these events. On 24-sep-2014, the philips field service engineer (fse) arrived on site and evaluated the system. The fse checked the movement of patient support and verified the functionality of the vertical brake. These tests did not show any uncommanded or incorrect movement of the patient support. The fse also verified that audible sound that comes out of the gantry when the vertical brakes are engaged is normal. The fse also checked the log files and could not find any errors related to uncommanded motion of the patient support. On 25-sep-2014, there was a scheduled preventive maintenance (pm) at the site. During the pm, the fse dismounted the vertical brake and checked if the square key was in proper positions and if all the screws were mounted appropriately. The fse confirmed that the key and the screws were at their proper position. The fse further looked for dust accumulation near the vertical motor, and could not find any dirt. The fse then installed the vertical brake and re-tested the system, there were no issues with the motion of the patient couch. The fse returned the system to the customer. There was no part replacement. The fse provided the log files for engineering evaluation. CT engineering reviewed the log files and stated that the logs do not show any instance of the couch moving down unexpectedly after a patient procedure. Also, the e-stop did not open as the uncommanded downward motion was less than 12.5mm. The fse checked the functioning of the vertical motor and brakes to ensure everything was working within specifications before returning the system to the customer. CT engineering investigated the issue and determined that this event is acceptable risk as the vertical motion stopped when the button was released, allowing the operator to remove the patient from the gantry using the tape switch to float the table. The mitigations for this event are: design of brake fail-safe for couch movement. Brake is engaged with loss of power. Design critical components with high strengths according to iec-60601-1. Additional brake when no movement command is given. Design employs a 4:1 minimum safety factor. Safeguards: electrical power loss automatically engages the spring-actuated brake; when system not in motion, brake is applied; brake can suspend full load even when being driven downward by motion system; a lock tab is employed on the screw of the motor to lead screw coupling. Vertical brake hardware connected to motor shaft held in place with mechanical fasteners as well as bonded to motor shaft. When the couch has the ¿bedrock¿ configuration, the geared motor shall hold the couch at maximum load when the motor brake is not functional or removed. The fse could not confirm or reproduce the event after arrival on site. The fse checked the functioning of the vertical motor and brakes to ensure everything was working within specifications before returning the system to the customer. Since the issue could not be confirmed or reproduced by the fse and no evidence of uncommanded motion could be found on the log files by CT engineering, a root cause of the issue could not be determined.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. This complaint, (B)(4), will address the issue of the couch moving slowly down and complaint (B)(4) will address the issue with the cirs. (B)(4).